Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock and myopotential noise. It was suspected to be caused by electromagnetic interference (emi). At this time, this s-ICD remains in service and no adverse patient effects were reported.